Event description:
The customer reported that ECG measurement signals were not being acquired via the m1663a ECG trunk cable. No pt incident/injury was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.